Event description:
This report pertains to one of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report # 3005099803-2022-02704 for the first lighttrail reusable laser fiber and MFR report # 3005099803-2022-02703 for the second lighttrail reusable laser fiber. It was reported to boston scientific corporation on (B)(6) 2022 that two lighttrail single use laser fibers were used in a holmium laser enucleation of the prostate (holep) procedure, performed on (B)(6) 2022. The laser unit used was an auriga xl laser console. During the procedure, the two laser fibers would not work. No effect was done in the tissue. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event. Note: this event has been deemed reportable based on the investigation finding of laser fiber broken within the connector.

Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail single use laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The laser fiber measured 309.5 cm from the tip of the connector to the end of the exposed glass tip. The exposed glass measured 6 mm and was in good condition. A functional evaluation revealed that the light from the sma connector appeared distorted, indicating a fracture within the fiber connector. When connected to the laser console, the following message was displayed: fiber may not be used anymore. Please connect new fiber. No other problems with the device were noted. The reported event of the lighttrail single use laser fiber failed to emit energy was confirmed. It is likely that procedural handling of the fiber during set-up or use contributed to the fracture within the fiber connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.